Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch surestep meter was giving inaccurately high readings. The medical affairs specialist (mas) spoke with the pt on june 23, 2006 to obtain and verify info. In the afternoon, the pt obtained the blood glucose readings of "600 mg/dl", 475 mg/dl and 375 mg/dl on the reported meter. According to the owner's booklet for this meter, the reportable range is 0 to 500 mg/dl. The customer care advocate (cca) confirmed with the pt, the result stored in the meter's memory was 371 mg/dl. Following the use of the meter, the pt administered self-care by taking 20 units regular insulin. Fifteen mins later, the pt used her mother's meter and obtained a blood glucose reading of 106 mg/dl. The pt then experienced the symptoms of weakness, sweating and dizziness.the pt contacted emergency services. The paramedics did not test the pt's blood glucose, she was transported to the emergency room. More than 30 mins later, the pt's blood glucose level was tested in the emergency room to be 110 mg/dl. The pt was treated with food. Earlier in the day of the event, the pt's blood glucose reading was as expected, 'in the 100's' mg/dl, and she had eaten her normal meals. The pt takes novolog insulin in the evenings. If the pt's blood glucose level is less than 200 mg/dl, she will take 4 units insulin. If her blood glucose level is 300 to 400 mg/dl, she will take 40 units insulin. The pt tests her blood glucose level three times per day. The cca determined during the troubleshooting telephone call, the pt's technique was correct and the meter was programmed for the correct unit of measure. The meter, and test strips and control solution were replaced. The pt developed symptoms that could suggest she was hypoglycemic shortly after taking insulin based on the meter readings. She received treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.